Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and learned there was no longer an issue. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. H3 other text : the customer indicated that there was no longer an issue.

Event description:
It was reported one of the central monitor screens was not showing patient alerts. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported one of the central monitor screens was not showing patient alerts. The device was in use on a patient. There was no report of patient or user harm.